Event description:
During a feeding tube placement procedure, the physician used a wilson-cook triclip endoscopic clipping device to anchor the feeding tube in place. At this time, the handle of the clipping device broke and the opened clip detached in the pt's small bowel. The detached clip was successfully retrieved by using a band ligator's cap, suction, and forceps. The pt was reported to have no direct ill effects from this occurrence.